Manufacturer narrative:
Per review of x-ray/fluoro by sjm, the conductors do not appear to be externalized.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that via x-ray during normal eri, about 3 cm of suspected externalized conductors were observed between the svc and the rv coil. There were no electrical anomalies. The lead remains implanted.